Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that balloon rupture occurred. A 75% stenosed target lesion was located in the moderately tortuous and mildly calcified coronary artery. A 6.00mm x 12mm nc emerge balloon catheter was advanced for dilation. However, during second inflation at 8 atmospheres for 15 seconds, the balloon ruptured distally. The device was removed, and the procedure was completed with a different device. No patient complication were reported, and the patient was in good condition post-procedure.